Manufacturer narrative:
Concomitant medical products: product ID: 383069 lead, implanted: (B)(6) 2010; 506852 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited chronic elevated thresholds. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.